Event description:
Patient presented with severely angled proximal neck (90 degree, off-label). A 22-16-100bls bifurcated device, a 25-25-95rl suprarenal aortic extension, a 25-25-75l infrarenal aortic extension, and a 20-25-55s limb extension were successfully implanted on (B)(6)2010. A follow up on (B)(6)2010 revealed a type 3 endoleak which had resulted in a contained rupture of the aneurism. On (B)(6)2010 the patient was treated with two 28-28-75l infrarenal aortic extensions to resolve the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with a proximal aortic neck angle of >90º is off-label.